Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc., via the annual activl enhanced safety surveillance study (ess) covering a reporting period from 01feb2023 to 31dec2023, that an unknown activ l device was implanted on an unspecified date at the l5-s1 level. According to the complainant a safety event occurred on an unspecified date. The event was described as device subsidence. The adverse event is filed under aic reference xc 100035060 cc 400643422. Associated medwatch reports: 2916714-2024-00024 2916714-2024-00025 2916714-2024-00026 2916714-2024-00027 2916714-2024-00028 2916714-2024-00029 2916714-2024-00030 2916714-2024-00031 2916714-2024-00032 2916714-2024-00033 2916714-2024-00034 2916714-2024-00035 2916714-2024-00036 2916714-2024-00037 2916714-2024-00038 2916714-2024-00039 2916714-2024-00040.